Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt the tingling intensity increase significantly and felt tingling in their legs while laying on their right side a week prior to the report. The patient's stimulation had been comfortable on program a at 4.2 ma but after the change it was only comfortable at 2 ma. It was noted that the patient did have a fall within 10 days of implant but that there was no change in stimulation at the time. It was noted that the patient was still getting stimulation in their left hand where they needed it the most. Impedances were within normal limits. The rep reprogrammed stimulation and the patient was getting 'great coverage.' The issue was considered resolved. No further complications were reported.